Event description:
It was reported the tip of cypher height adjuster broke while attempting to insert 6.5 and 7.5 dia ha coated screws. There was no reported patient harm or injury.

Manufacturer narrative:
Device evaluation: visual inspection revealed the tip has fractured off. Potential cause the root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use or the use of the driver as a removal tool. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use these devices were used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip of cypher height adjuster broke while attempting to insert 6.5 and 7.5 dia ha coated screws. There was no reported patient harm or injury.